Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery using the starclose device after a diagnostic procedure. Reportedly, the starclose was difficult to remove, the safety release button was not used. The physician performed a "nick/spread and counter pressure was applied to remove the device. Hemostasis as achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.